Manufacturer narrative:
The insulin pump was received with a scratched case. The test reservoir does lock properly inside the reservoir tube. However, the pump was also received with a blank display, problem isolated to electronic assembly. Unable to verify low battery life or low battery alert and perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to the blank display. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had a replaced battery alarm. Customer stated battery of insulin pump did not last long. Customer stated they received new battery cap still the issue persist. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.